Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on anterior side assessed as fold flaw opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ stress marks observed. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.